Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s device was explanted due to infection. The cause of infection was unknown. The patient did not experience any adverse consequences and was stable.